Event description:
'Pt in vfib. Shocked once in AED mode at 200 j. Pt. Continued in vfib, ordered shock at 300 j. Pt. Continued in vfib, ordered shock at 300 j, but staff could not deliver further shocks. Event logs show that of 9 AED analyses, 5 resulted in "no shock advised" despite continued vfib. 3 analyses resulted in "shock advised", but had "charge removed" shortly after. Investigation underway to determine cause of charge removal.'